Event description:
It was reported to boston scientific corporation in 2005 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used eleven days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the physician unsuccessfully attempted to inflate the device. The physician removed the device from the patient and a pinhole leak in the device was found. The procedure was successfully completed with another unknown product. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.